Manufacturer narrative:
Product evaluation summary: the device was returned, analyzed and no anomalies were found. It was noted that the device wrench was s tuck/sticky.

Event description:
It was reported that during implant attempt, the scrub technician noted that the setscrew felt "wobbly" when the wrench was inserted. Later when the physician was tightening the setscrew, the setscrew released onto the wrench. The device was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.